Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4). Reporter phone number unknown. Philips field service engineer (fse) confirmed that vibrations cause the led to turn off. The fse replaced the power switch overlay to resolve this issue. Periodic maintenance was performed and unit passed all performance verification tests.

Event description:
The customer reported the power light emitting diode (led) (green) turns off by contact. There was no patient or user harm reported. The event date was not specified; estimate used.